Manufacturer narrative:
Customer service attempted to obtain more information regarding the device (lot number) and customer details such as age, weight, time of event and was unsuccessful.

Event description:
On (B)(6)-2011, customer called and said she is unable to express using the simplisse single manual pump. Her baby is not eating as much and she is engorged and very sore. Simplisse customer service ensured pump was assembled and working properly via phone. She has taken a warm shower and recommend that she hand express while expressing. Also, to try to get the baby to nurse but she said the baby is not hungry. It was determined the customer had mastitis of her right breast. The doctor did diagnose mastitis due to decreased breastfeeding and prescribed antibiotics. She is feeling better today though still sore. She was able to pump and the baby is breastfeeding just fine.